Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). For information regarding the patient's implantable neurostimulator, please refer to manufacturer report # 3004209178-2015-25597.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of stimulation. The patient had not felt any stimulation since (B)(6) 2015 and noted that the issue was sudden. The patient checked their device with the patient programmer and it showed that stimulation was on. The patient had the ability to change stimulation but increasing/decreasing stimulation amplitude did not help or resolve the issue. The patient had another group to try but this also did not resolve the issue; the patient had already tried all the available programs. The patient was to follow-up with the health care provider. It was noted that the patient had no falls or trauma. The patient did turn stimulation off the week prior to (B)(6) 2015 for an MRI, but did not know if it was related or not. It was noted that the patient's amplitude was set to 10.5 volts. Additional information received from the consumer reported that they saw their doctor on (B)(6) 2015. They did not know the cause of the loss of stimulation and noted that they had not had any falls or contact. However, it was noted that they had been active and lifted things and turned. Due to the loss of stimulation, their abdominal pain had increased. The patient noted that they had lost the use of their "top 2 leads". A manufacturer representative reprogrammed the patient and increased the other "leads" to try and accommodate. It was noted that the stimulation was not as good but it was acceptable.